Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that two days prior to the report the patient was sitting in a metal folding chair and when she stood up the implantable neurostimulator (ins) caught on the back of the chair and pulled really hard. The ins then felt like it had been pulled closer to the skin, the ins didn't seem to be sitting the way it used to, the skin felt like it was thinner, and it also felt like the tissue/fat around the ins had changed. The ins site was also continuously painful. The issue was not related to positional movement. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.